Event description:
On (B)(6) 2013, the surgeon performed an si joint arthrodesis on the pt using the ifuse implant system placing three implants. The pt awoke from surgery with some tingling in her thigh and a slight pain that she hadn't had before surgery. Analysis of the post-op CT scan appeared to show that the second implant was slightly broaching the s1 foramen. The surgeon performed a revision surgery on the same day following the initial surgery where he backed the second implant out a few millimeters. The pt awoke from the revision surgery without the previous symptoms and went home the next morning feeling well.

Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the surgeon training manual, certificates of conformance, IFU and fmea, the root cause is nerve impingement caused by a malpositioned implant.